Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information during a review surgeon had to replace pump, cylinder and reservoir, because the reservoir was empty. No liquid was found in the body of the patient. Test was performed outside body under pressure and no leak could be found. No other adverse patient effects were reported.

Event description:
According to the available information during a review surgeon had to replace pump, cylinder and reservoir, because the reservoir was empty. No liquid was found in the body of the patient. Test was performed outside body under pressure and no leak could be found. No other adverse patient effects were reported.

Manufacturer narrative:
The information received indicated the device had no fluid remaining, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.